Event description:
Note: the date of event is unk. It was reported to boston scientific corp that a 20 fr safety peg kit was used during a percutaneous endoscopic gastrostomy (peg) procedure. According to the complainant, approx 4 months post procedure the cap of the feeding port was found to have a crack. This device has been replaced with a different device (MFR/brand unk). There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unk. The device has been received by this MFR, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).